Manufacturer narrative:
There was no device malfunction associated with the event. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement. The target nodule was 10x12x13 millimeters (mm) and located in the left upper lobe 25 mm away from the pleura. A chest x-ray was performed after the procedure and detected the pneumothorax. There was computed tomography (CT) to body divergence, but no device malfunction associated with the event. It was reported that the patient was likely to be admitted. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.